Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, "service required" codes were found in the ventilator's downloaded error log. The device's oxygen blending module board and internal battery were replaced to address the issues. The device's flow sensor assembly was found to have physical damage and was replaced to address the issue. The oxygen blending module manifold was contaminated with dust and dirt and was replaced to address the issue.